Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that the handpiece gave error code 3 during the procedure. They replaced the handpiece, and the case was completed with no pt consequence.